Event description:
The above pt had a biomet knee placed in her right knee in the year 2000. This was revised a number of times. The pt had frank failure of the clip. It backed out. It caused marked pain and the requirement of revision of this total knee. She had a complicated postoperative course. At the time I removed this biomet component and retention clip for the polyethylene on the tibial tray, it was given to the biomet representatives with the understanding that this failure would be investigated by biomet as required by the FDA. The problem is we have never heard back from this. The pt is still distraught over the failure of this component and it would be prudent for MFR to provide the info regarding its analysis of this failed component.